Event description:
4/20/92, at 12:45 p.m., patient was being transferred from wheelchair to bed with the help of two nursing assistants when incident occurred. As she was being assisted out of the wheelchair her right calf came in contact with the wheelchair's locking bracked mechanism, which has a sharp edge. She sustained a jagged laceration with fat tissue exposed, measuring 8cm x 5 cm, which required 8 sutures to close. Closure was made difficult due to edema related to patient's diagnosis of chronic renal failure. Patient was also given a tetanus shot. When the sutures were removed on 4/29, physician noted that one area had not healed. The tissue was blackened and expected to sloughdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: other. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.